Event description:
Received report, the pt was experienced suspected allergy reactions to the implantable neurostimulators. Ins was implanted in (B)(6) 2010, and due to suspected contact dermatitis, a medtronic dacron pouch used for itb pumps was implanted around the device. Due to severe secretions out of the pocket in the abdomen, the ins and the extension cut infraclavicular and the distal part of the extensions were explanted. Pt was tested by dermatologist with medtronic's allergy kit, but no results were provided. Pt currently has no implantable sys and because he had good symptom relief with dbs, he is again experiencing symptoms of dystonia. Pt would like a sys that is isolated with silicone because he has had no reaction to silicone as yet. Reference MFR report # 9614453201010351 for info regarding pt's previous ins sys.

Manufacturer narrative:
(B)(4).